Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker patient experienced a syncopal episode and fell. The device was interrogated and it experienced a reset and went into safety core. The cause of the reset was unknown. Boston scientific technical services (ts) recommended replacing the device. Subsequently, a revision procedure was performed. It was noted there was a telemetry strip from the previous night, which indicated pacing inhibition. Ts discussed that safety core sets the rv sense configuration to unipolar. The noise and oversensing appeared to be due to electromagnetic interference (emi). During the revision procedure the lead was tested, and all measurements were within normal limits. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and pacing inhibition.

Event description:
This supplemental report is being filed as the device evaluation was completed.